Event description:
It was reported that there was a lead revision in (B)(6) 2011. It was stated that the patient "really hurt" his back. It was noted that two leads were "real bad," and one "kept working." Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).